Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels in the 200-300 (mg/dl) range. Pump therapy was used to address bg levels. During troubleshooting with tandem technical support, cartridge damage was observed. Replacement cartridges were sent to the customer and it was recommended that the customer change their cartridge.